Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the lead was originally poorly placed, causing ineffective therapy. In turn, surgical intervention was undertaken on (B)(6) 2021 where the lead was repositioned. Postoperatively, patient has effective therapy.